Event description:
The user's hearing performance with the device is affected. The user has reportedly not used his audio processor for the last year stating he only hears noise with it. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damaged found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reported hitting the head on the implant site 2 weeks post op. The user has reportedly not used his audio processor for the last year stating he only hears noise with it. Diagnostic images revealed 6 extra cochlear channels. Revision surgery is scheduled for (B)(6) 2025.